Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 340 (mg/dl). Customer delivered a correction bolus to treat bg levels. During troubleshooting with tandem technical support, no issues were noted; however, declined to complete the full troubleshooting steps with tandem technical support. No further information was provided on the reported event.